Event description:
It was reported at an office visit that the patient was experiencing an increase in seizures. The pre-vns baseline is unknown. The physician prescribed lamictal for seizure control. The patient underwent vns generator replacement surgery about a year and a half after the reported increase seizures event. The replacement surgery was due to generator being at end of service. The generator was returned to manufacturer for analysis and no anomalies were noted. The generator had reached normal end of service.